Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was seen in clinic on (B)(6) 2017 but was immediately taken to the emergency department (ed) due to night sweats, slight fever, and intermittent "low flow" alarms. The medical team suspected sepsis. Blood cultures were drawn and were positive for streptococcus infantarius. The patient was then transferred to another facility for further work-up. Upon admission, repeat blood cultures were drawn and all of which came back negative. The patient received normal saline (ns) during the admission which helped to resolve the "low flow" alarms. Blood pressure (bp) was within normal limits (wnl) on admission. The patient was started on intravenous (IV) vancomycin and zosyn empirically, but was later transitioned to a 14-day course of ceftriaxone per transplant infectious disease (ID). The patient was discharged home on (B)(6) 2017 and after completing antibiotics had a follow-up appointment with transplant ID. Since discharge, the patient has been doing well at home with no further infection flare ups. The team was unable to pinpoint the exact cause of the infection, but were not convinced that it was related to the pump itself. No further information has been provided.